Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate after loading 300 units of insulin into the cartridge. Customer reloaded the cartridge and received an accurate insulin gauge reading. In addition, it was reported the customer received multiple occlusion alarms during basal and bolus delivery. During troubleshooting with tandem technical support, drops of insulin were seen exiting the tubing. Customer's blood glucose level was 220 mg/dl.